Event description:
It was reported that this right ventricular (rv) lead has been showing a consistent rise in shock lead impedance (sli). At this time the sli values are high, out of range and a calcification was suggested as the most possible cause. A commanded shock was recommended by technical services (ts). The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.